Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on unknown date due to high blood glucose level. The blood glucose level was 500 mg/dl. Current blood glucose level of customer was 316 mg/dl. Customer was not using the insulin pump system within 48 hours of reported incident. Auto mode feature was active at the time of incident. Customer had experienced confusion as a symptom. Customer was treated with insulin drip. Customer did not wish to continue troubleshooting. The insulin pump will not be returned for analysis.